Event description:
It was reported that the lead had perforated via review of CT scan. The pace/sense portion of the lead was capped, and the defib portion of the lead remains active. The patient was reported to be doing well after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.